Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger problem) was confirmed. Upon investigation the charger was not powering on due to shorted c126 component. The root cause of the shorted c126 component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.